Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: review of the black box data revealed multiple battery alarms prior to the complaint. On visual examination, there was moisture contamination behind the display lens. The pump case was cracked at the upper right hand corner of the display area. On investigation, the pump powered on however the display remained blank due to the moisture contamination. A leak test revealed moisture leakage at the sight of the case crack. Complete investigational testing was not able to be completed due to the blank screen and moisture contamination. The pump case was removed for further visual inspection and revealed moisture contamination throughout the pump¿s interior compartment. Investigation was not able to confirm or duplicate the battery life complaint due to case damage and moisture leakage and contamination.